Event description:
The report received from the cordis clinical registry in another country indicated that the patient experienced a myocardial infarction peri-procedure after implantation of three cypher stents in the proximal and mid left anterior descending coronary artery. The myocardial infarction was treated with medications.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus- eluting coronary stent. This is one of three products involved in the same patient reported under manufacturing numbers 9616099-2007-01431, 9616099-2007-01432, and 9616099-2007-01433. Additional information will be submitted within 30 days upon receipt.